Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was bloody. The marker system was returned in a deployed configuration. The marker was not present in the returned sample and there were no traces of the pva around the pusher or the cannula. The marker and pva were not returned to bpv with the sample. The distal tip of the needle was examined closer under magnification (10x) and no damage was observed. Two ultraclip dual trigger marker samples from the same lot in individually sealed packages were received. There were no visual anomalies noted on the lot samples. The distal tip of the needles were examined closer under magnification (10x) and no damage was observed. Functional/performance evaluation: functional testing could not be performed, as the marker system had been deployed. However, device was disassembled to examine the inner components. The pusher moved freely within the cannula. There were no anomalies noted on the push rod. The lot samples were functionally tested. The side trigger was released on both samples with no issues. A firm click was felt and a coil marker was deployed from each device successfully. No anomalies noted to the coil markers. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive for the reported issues, as the original marker system was returned in a deployed configuration and the conditions of use could not be recreated. The two lot samples functioned properly under laboratory conditions. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling/review: the current IFU (instructions for use) states: indications for use: the ultraclip dual trigger breast tissue marker is intended for use to attach to soft breast tissue at the surgical site during an open surgical breast biopsy or a percutaneous breast biopsy to radiographically mark the location of the biopsy procedure. Warnings: as with any foreign object implanted into the body, potential adverse reactions are possible. It is the responsibility of the physician to evaluate the risk/benefit prior to the use of this device. Directions for use: insert the introducer needle into the breast, directing it to the target. Use the 1 cm reference markings to position the needle point just proximal to the target. Confirm needle placement with the appropriate imaging technique. If necessary, reposition the needle and reconfirm placement. To deploy the marker, slide the front trigger forward or firmly depress the rear trigger with the thumb or index finger until a firm click is heard or felt and both triggers are locked in place. Remove the introducer and confirm placement of the marker using the appropriate imaging technique.

Event description:
It was reported that it was difficult to remove the marker applicator out of the breast after a sterotac biopsy. The marker was successfully placed in the breast. After placement, the marker migrated 6cm. There was no report of patient injury.

Event description:
It was reported that it was difficult to remove the applicator out of the breast after a sterotac biopsy. Marker was placed in the breast. After the marker was placed in the breast, the marker moved 6cm. No report of patient injury.

Manufacturer narrative:
The lot number has been provided and the DHR is being reviewed. The device has been returned for evaluation and the investigation is currently under way. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.